Event description:
Additional information was received from the patient. It was reported that the cause of the therapy off message was user error; the patient thinks they cut it off. The patient did not know the cause of the por message, but said that the issue was fixed now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were not sure of the cause of the therapy been turned off after charging stimulator. The patient was not sure of the por, it could have been caused by low battery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient just charged stimulator today and it say's my therapy off. Patient wanted to know what that means. Walked patient through connecting her handset and communicator to the stimulator. Patient got message por detected. Patient cleared por, they turned therapy on and was on program 1 and increased stimulation to .4. Patient has been having accidents and she said it might have been off for a while. Pt's accidents started 2-3 months ago. They didn't have control like they did before. Patient wasn't making it to the bathroom on time. Patient was able to get therapy on and they could feel the stimulation. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient just charged stimulator today and it say's my therapy off. Patient wanted to know what that means. Walked patient through connecting her handset and communicator to the stimulator. Patient got message por detected. Patient cleared por, they turned therapy on and was on program 1 and increased stimulation to .4. Patient has been having accidents and she said it might have been off for a while. Pt's accidents started 2-3 months ago. They didn't have control like they did before. Patient wasn't making it to the bathroom on time. Patient was able to get therapy on and they could feel the stimulation. No further complications were reported at this time.